Event description:
Caller reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer was using cold insulin and was pulling air out of the cartridge with an empty syringe. Tandem technical support informed customer that insulin should be at room temperature before filling a cartridge per user guide and educated the customer on the proper loading process. The customer resolved the occlusion by changing the infusion set and cartridge, and then resumed insulin.